Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model#m-4800-01, serial# (B)(4)); stockert 70 system (model# m-5463-01, serial# (B)(4)); coolflow pump (model#04958, serial# (B)(4)); lasso catheter (model#d-1343-01-s, lot#17082762l). (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool sf navigational catheter and suffered a cardiac perforation and cardiac tamponade which required pericardiocentesis and surgical intervention. It was noted that this patient had a medical history of an enlarged heart and thin walls. The thin walls were due to the enlarged heart. This condition may have contributed to this event. The physician was ablating near the left superior vein and stated that the catheter appeared ¿stuck¿. The physician was then able to manipulate the catheter and was able to move the catheter again. The anesthesiologist then reported a drop in pressure. It was noted on fluoroscopy that the left atrial wall was not moving. A stat echocardiogram was done and the pericardial effusion was noted. A pericardiocentesis was performed and about three liters of fluid were removed from the pericardial space. The physician also noted that there was a perforation of the left atrium. The patient was sent to surgery and was then reported to be in stable condition. Additional information was received regarding the event. A transseptal puncture had been done with a bard transseptal needle. The event occurred during the ablation phase and was discovered post use of the ablation catheter with a st. Jude agilis sheath. The patient did require open heart left atrial repair. There is no information about the hospitalization it was stated that there was no product problem. The physician¿s opinion on the cause of the adverse event was that the ablation catheter had resistance pulling back from the left superior vein and when he pulled back he then advanced the ablation catheter forward towards the left atrial roof and then had no resistance. The patient received heparin during the procedure.

Manufacturer narrative:
On january 2, 2015 biosense webster representative was notified that the patient expired. We requested additional information on the death however no additional information was received. Manufacturer's ref. No: (B)(4).